Manufacturer narrative:
The returned product was evaluated and the investigation found insufficient battery power. A decrease in battery power could result in an under-delivery of insulin. It is unclear if the battery lost its charge during or after use. A root cause could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose reached greater than 13.9 mmol/l (250 mg/dl). The pod was worn longer than 48 hours on the arm.